Event description:
Davinci large needle driver was unable to hold (properly grasp) suture needles. Suture needle would slip out from teeth of needle driver when trying to place suture needle in needle driver. Defective instrument removed from field and replaced. No obvious injury to pt. No obvious broken, loose or fragmented wires present on defective instrument. Event abated after use: yes.